Manufacturer narrative:
The device was received with broken end cap. Unable to perform functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify prime alarm due to broken end cap. The insulin pump was received with minor scratched lcd window, missing end cap sticker, loose drive support disk, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 9.8 mmol/l at the time of incident. The customer stated that the insulin was squirting out during manual prime process. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.